Event description:
It was reported the patient passed away while connected to the monitor. It was indicated the monitor was defective or impaired; however, the specific device issue was not provided. The device was tested and found to be fully functional. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips senior field specialist went to the customer's site and tested the device. The specified issue could not be reproduced. Alarm functions were checked and logs, alarm audit, configurations were pulled for further investigation. No other problems were detected during the test. The device is fully functional. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6). E1; reporter phone number (B)(6). The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Manufacturer narrative:
D2b FDA product code was corrected from dsi to mhx. D4 model number was corrected from 865240 to intellivue patient monitor mx800. H6 coding was updated. No additional information was received, 9610816-2025-000454-001 should have been the final report. The investigation results were reported in the initial report and follow-up report 9610816-2025-000454-001.

Manufacturer narrative:
The available information was reviewed by the philips pms clinical expert. The information indicated an ECG or spo2 related alarm was likely acknowledged and there was a delay in treatment. The patient was found with ECG and spo2 unplugged. A log review revealed yellow alarms followed by technical inop alarms for 'leads off' were occurring prior to the patient's death. The alarms were later acknowledged at the central station. The patient monitor and central station generated all alarms according to the configuration. Based on this information, there does not appear to be a device malfunction that caused or contributed to the reported death; however, user errors related to alarm management and clinical workflow may have been factors. Additional information has been requested, a final report will be submitted once the investigation is complete.